Event description:
It was reported by service report that the foot end assembly was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot end assembly, plastic housing.